Event description:
The pt reported she had an elevated blood glucose reading of 215 mg/dl with her normal range being 100-120 mg/dl. She stated when she examined her insulin infusion device, she realized that insulin was not coming out of her infusion set tubing. The pt said when she tried to change the adapter and tubing, she discovered the full cartridge of insulin had flowed into the cartridge compartment instead of out through the tubing. She said she inserted a new cartridge, and half of it emptied into the cartridge compartment before coming out of the tubing. She said she removed the cartridge and dried out the compartment. The pt stated she was finally able to reconnect to her device and bolused 2 units of insulin to correct her elevated blood glucose. She stated she will closely monitor her blood glucose levels until she receives the replacement device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.